Event description:
It was reported by the customer that on (B)(6) 2009, the fiber tip broke at 0 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported. The device was not returned for eval.